Event description:
On 6/10/96 pt noticed that her right breast was smaller in size than left breast. Pt was evaluated by her physician on 6/11/96 and had surgery for exchange of right ruptured breast implant on 6/18/96.